Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the syringe did not have markings on it. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel is missing the scale marking. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam misaligning the printing pad during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4080219. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 309653; batch # 4080219. It was reported by customer that the 50ml syringe not having markings on it. Verbatim: rcc received a complaint via email. Children's minnesota has again experienced issues with the 50ml syringe not having markings on it. Please see product info below and photo attached. I do have the product sample if needed for investigation. Bd 50 ml luer lok syringe: mfg # 309653. Lot # 4080219.

Event description:
Material # 309653, batch # 4080219. It was reported by customer that the 50ml syringe not having markings on it. Verbatim: rcc received a complaint via email. (B)(6) has again experienced issues with the 50ml syringe not having markings on it. Please see product info below and photo attached. I do have the product sample if needed for investigation. Bd 50 ml luer lok syringe. Mfg # 309653. Lot # 4080219.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.